Event description:
It was reported that during the implant this lead was attempted to be implanted in different locations in the heart. In the left bundle branch area the pacing thresholds were poor. When attempting to retract the helix of this lead it was not possible to extend the helix and tissue was seen and removed from the helix mechanism. This lead was not used, and a new lead was implanted. This lead was not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Event description:
It was reported that during the implant this lead was attempted to be implanted in different locations in the heart. In the left bundle branch area the pacing thresholds were poor. When attempting to retract the helix of this lead it was not possible to extend the helix and tissue was seen and removed from the helix mechanism. This lead was not used, and a new lead was implanted. This lead was expected to be returned. Should the lead be returned analysis will be performed. No adverse patient effects were reported.